Event description:
It is reported that during surgery, the distal portion of the flexible drill broke off and could not be removed from the pt.

Manufacturer narrative:
Evaluation summary: at the time of return, the device had a potential field age of approximately 13 years. The device appears to have been used a number of times over its lifetime as shown by the circumferential burnishing on the drill bit and marks along the rest of the instrument. It is difficult to determine the condition of the cutting flutes as the majority of the drill bit tip has fractured off. With the information provided, the exact cause of the reported issue cannot be determined. Evaluation: the manufacturing records were reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specification. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.